Manufacturer narrative:
Pthis report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. The device was received and evaluated. When performing the visual inspection, it could be observed that only the needle and retention sleeve were returned. Needle does not show structural anomalies however the sleeve was found to be cracked. The overall complaint was confirmed as the observed conditions of the omnispan meniscal repair 12deg would contribute to the complained device issue.¿ based on the investigation findings, the root cause is traced to procedural variables, such as device handling or product interaction during the procedure; the operator did not correctly connect the needle to the gun causing the damage to the retention sleeve. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant device: omnispan meniscal repair 27deg, therapy date: (B)(6) 2024. UDI: (B)(4).

Event description:
It was reported by the sales rep in china that during a meniscal repair surgical procedure on (B)(6) 2024 the 2x omnispan meniscal repair device double deployed. After the first firing, two plates were deployed at the same time. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. This is event 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4, h4: the expiration date and device manufacture date have been added d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.